Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - no known consequences or impact to the patient. Torn material. (B)(4).

Event description:
It was reported that the cc4204a +21.0 diopter single piece was torn while loading but the surgeon did not discover the damage until the lens was advancing towards the eye. There was patient contact but the lens was not implanted and there was no injury to the patient. The reporter stated the event was due to a tech loading error and not related to the lens.